Event description:
Add'l info rec'd from MFR 2/17/04: unit was installed on a oxygen e tank. The device was not in service when the incident occurred. The outside housing of the flowmeter blew off, hitting the ceiling above the tank. Assumption is that the post valve on the e tank was left open, and the ajustment knob on the flowmeter was in the off position, see attached photograph for clarification of the set up and the device. The results of the failure analysis: the device was returned to precision medical inc in pieces, the threads on the flow tube housing were damaged, and the float ball was missing. The regulator and the base of the flowmeter were intact, and functioned within limits. The device was reassembled with a new housing, float ball, and tube. The device was then tested to release specification. All flow testing of the device was successful. Conclusion was that the outer housing was either not tightened down completely, or the housing threads were damaged in a way to weaken them, allowing the housing to come off. The device was returned to precision medical, inc on 09/15/2003. The device was tested and held for several months, no response was heard from the hospital, the device has been discarded. No design changes had been made since it was first released. The last model 1600m flow meter was involved in october 2003. Precision medical, inc stopped manufacturing the device in october of 2003. The device was discontinued do to low sales.

Event description:
Precision medical oxygen regulator for e-tank spontaneously blew off e-tank upward. Action resulted in the regulator penetrated accoustic ceiling tile above tank while tank was sitting unimpeded in its cylinder holder. No damage to tank and peripheral equipment is noted. No pts were present at time of incident. Staff responded immediately and reported incident to safety officer. Model and lot numbers were recorded. All items of that type and brand were removed from service and replaced with another manufacturer's regulators pending investigation.